Manufacturer narrative:
(B)(4). Visual inspection of the incident device confirmed the tubing was damaged. No components were missing or detached from the device. The investigation found the metal tubing broken. The tubing was still securely fastened to the body of the pencil by the insulation. No components had disengaged. The pencil body and welds were undamaged. The cause of the damage was identified as user mishandling of the device.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the shaft attached to the hand piece was loose and came apart. The procedure was finished with broken device. There was no injury to the patient.